Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the pacemaker exhibited far-r wave over-sensing, which resulted in episodes of inappropriate mode switch. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.